Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint has been reported. The manufacturer internal reference number is: (B)(4).

Event description:
The other health care professional reported that lens did not unfold correctly and could not be used. Additional information has been requested and received stated that leg of the lens has not unfolded and requested another size, the faulty lens was removed from the patient eye and inserted the new lens without any complication. There was a patient contact, but no patient harm. No further information available.